Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that they would like the pump evaluated due to the first pump clotting off. The patient was on plavix, coumadin and aspirin (acetylsalicylic acid-asa). The patient had presented to the hospital with intracranial (ic) bleeding. The patient then expired.